Manufacturer narrative:
Summary: the reported issue was not confirmed. The screwdriver was not available for investigation; furthermore no more specific info was returned. The root cause could not be determined. Device were accepted into final stock between (B)(6) and (B)(6) 2011 with no reported discrepancies.

Event description:
The customer contacted the kit booking specialist, in order to obtain a substitution for the broken item. The customer didn't report any adverse consequences for the pt.